Manufacturer narrative:
Eval result - a visual inspection of the returned prod shows one haptic is torn off of the lens & is missing. The other optic is torn off & missing & there is a tear in the optic. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the haptic tore off. The surgeon removed the lens without enlarging the incision, and put in another same model lens. There was no pt injury.